Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that lead perforation of the myocardium was confirmed via CT scan. The lead was explanted.